Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and exchange from textured to smooth breast implants due to concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, yellow particles in device outer surface and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint.

Event description:
Device has been explanted.